Manufacturer narrative:
Patient information: no patient involved. Approximate age of device: n/a. Device evaluated by MFR: the device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The demo left ventricular assist device (lvad) was not in use on a patient at the time of the event. It was reported the clinician was running the heartmate iii demo pump in saline without issue when another nurse pulled the pump out of the saline noted that the pump was "smoking". It was reported this was the first time the demo pump had been operated since purchase. The clinician was advised to immediately turn off the demo pump and have it returned to the manufacturer for evaluation. It was reported the device will be returned. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The report of the demo pump ¿smoking¿ was not confirmed. The center reported that the pump was operating in a basin of saline without issue. While still operating, a nurse pulled the pump out of the basin and the pump was reported to be smoking. Manufacturer's investigation conclusion: (B)(4) was returned in like-new condition with the pump cable intact. The pump cable and header showed no evidence of damage or defect. Visual inspection of the external surfaces of the motor housing and pump cable found no evidence of residues or discoloration that would indicate the presence of smoke or excessive heat. Prior to disassembly, the pump was operated in a basin of water for approximately 3 hours and no smoking was observed. The pump was pulled out of the basin while still running and no smoke was observed. The interior surfaces of the pump were found to be unremarkable upon disassembly. The log files retrieved from the pump showed normal pump operation on the date of the reported event and during the water basin test. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The evaluation did not reveal a device related issue and no evidence of the reported event was observed. The demo pump was pulled out of a container of saline while running and the user may have interpreted saline exiting the pump as smoke. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(Model number): corrected information.